Event description:
It was reported that the device overheated during testing at the manufacturer. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed foreign debris contamination and insufficient lubrication. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.